Event description:
A review of the journal of thoracic and cardiovascular surgery, 2010 revealed an article entitled, "recurrent mitral regurgitation due to calcified synthetic chordae". This report describes a (B) (6) female pt with severe recurrent mitral regurgitation necessitating mitral valve replacement 7 years after the initial repair. The author noted the eptfe sutures were covered with dense collagenous tissue with focal dystrophic calcification. The valve replacement was successful, the postoperative course was uneventful, and the pt was discharged in good condition.

Manufacturer narrative:
Investigation is in progress.